Event description:
On (B)(6) 2020, during an implantation procedure, sensing errors occurred that could not allow the device to function correctly (sensing of the r wave oscillated from 0.8 to 1 with some peaks of 15.4). ¿¿a different programmer gave similar values, and using a pacing system analyzer (psa) provided excellent sensing values. Another device was then opened, but the problem also occurred with this device. The suspected cause was that the device was detecting the start of the qrs complex and blanking the rest of the complex, which was always visible even if not perceived in both devices.the subject device was implanted after increasing sensitivity from 0.4 mv to 0.8 mv, which solved the issue.